Manufacturer narrative:
The reported permanent failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a permanent failure of the internal battery was observed. Additionally, not related to the reportable issue, several components were found to be missing or physically damaged. No components were replaced. The device was scrapped due to not meeting the acceptable criteria for the recertification process.